Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-11235. The pt has two scs systems. It was reported the pt has not maintained both ipgs as recommended. It was also reported the pt has been experiencing discomfort at the ipg site(s). As a result, the pt will undergo surgical intervention. It is unk which ipg is for off-label use and it causing discomfort at the pocket site. As a result, both ipgs are being reported as such.